Event description:
This device was returned with oos documentation by biotronik representative (B)(4). Per oos, the device was found to be pacing (ap-bivp) above the max sensor rate while that patient was at rest, resulting in chest pain, shortness of breath and admission to the ER. The device was programmed from dddr to ddd, which resolved the pacing issues. The device was later explanted on (B)(6)2010. The ram dump was forwarded to (B)(4).